Event description:
An attempt was made to deploy an endeavor resolute drug-eluting coronary stent in a patient. The target lesion, located in the lcx was described as severely calcified with 90% stenosis and was predilated. The device was inspected prior to use with no abnormalities noted; however, it was reported that during device advancement, the stent of the endeavor resolute device got caught on a previously deployed stent and dislodged in vivo. It was reported that the dislodged stent was not retrieved and remained in the patient vasculature. It was reported that the procedure was completed with further pre-dilatation followed by the deployment of another stent. Patient is reported to be fine post procedure. No clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: lesion morphology. Severe calcification, 90% stenosis. Stent dislodgement. Related to the stent catching on the previously deployed stent. Conclusions: lesion morphology. Severe calcification, 90% stenosis. (B)(4).